Event description:
The account alleges that all casters are bad, resulting in the brake not holding.

Manufacturer narrative:
The technician replaced all casters, stiffener plate and bearings, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.